Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a (B)(4) pocket infection. Cultures were taken and antibiotics treatment was administered. The entire implantable pulse generator (ipg) was explanted and replaced one week later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the root cause of the infection was not the implantable pulse generator (ipg) system and the patients pocket became inflamed when the (B)(6) was already in the patients bloodstream.